Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error; the customer swam prior to the alarm. It was not verified if the insulin pump was in the water or not. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.